Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An intravia container leaked during compounding (not further specified). The leak was observed where the spike port fused to the bag. The issue occurred prior to use on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned, however a photograph was received and evaluated. Inspection of the image noted an issue around the seam of the injection port. The reported condition was verified. The cause was determined to be related to the materials used during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.